Event description:
Rptr indicated that the pt's generator had become unsecured, and was moving around under the skin, and would occasionally cause some pain. The pt had previously undergone bariatric surgery, and subsequently lost a significant amount of weight. The physician plans to have the pt's device replaced, and adequately secure the device during that surgery, to prevent future migration. The surgery has not yet occurred, and there is no surgery date currently set.